Event description:
It was reported that stent deployment issue occurred. After an endovascular aortic repair (evar) was performed in the moderately tortuous left common iliac artery, damage to the proximal end of the stent graft was observed. The 8x100x75 epic¿ vascular stent was deployed to treat the damage of the graft. During deployment, the stent jumped distally and the tip of the epic stent was at the middle of the stent graft. Therefore, an express ld stent was also deployed to complete the procedure. No patient complications were reported and the patient's status was good. The physician noted that the diameter of the stent was small compared to the diameter of the vessel which may have contributed the event.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was blood in the wire lumen, in between the shafts and on the handle. The stent was not returned for analysis. The inner shaft was kinked 13.5cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was deployed into the middle of the stent graft in left common iliac artery. Thus, physician implanted another 8.0mm express ld stent in the target lesion.